Event description:
It was reported the universal high torque drill was overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device will not be returned for eval; it is not possible to determine the cause of the reported event without an eval of the device.